Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis of a non-bsc stent located in the mildly tortuous and non-calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and a pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.